Event description:
It was reported by the patient that after implantation of their implantable pulse generator (ipg) they were feeling shortness of breath, fatigue, and exhaustion with exertion. Patient was concerned that the ipg was not operating correctly. Evaluations over the next six weeks resulted in the understanding that the patient's chronic atrial fibrillation (af) was preventing the ipg from initializing after implant. This did not enable the programmed rate response features to become active and explained what the patient was feeling. A reprogramming was performed and the reported conditions were resolved. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.